Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon had string prior to use however string was missing during removal. Consumer was able to remove the tampon with husband's assistance.